Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: hamilton medical ag considered this cer (B)(4) risk ID (B)(4) with severity 3 as a reportable event. The investigation involved the analysis of the history log files retrieved from the device to support possible causes for the adverse event. The root cause can not be established without seeing the blackbox data, we cannot conclude if there was a malfunction of the device or alarm, or that the spo2 value shortly dropped below this threshold value and recovered again quickly. This is happening sometimes when the patient moves, the finger moves, the finger clip moves, or a short light interference leads to a short spo2 drop. The device continued with the alarm - the alarm requires a manual confirmation by the customer, which was done at 20:29 as marked in the screenshot of the logs the information available relating to the reported event is not sufficient to identify either the manufacturer, the device, or other essential information. This term indicates that no further investigation is possible. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further action or updated information since the last communication. The device was serviced and returned to use. The issue is not likely to be serious to public health but has the potential to cause serious injury or death if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation, it is confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use with a patient. No patient harm or involvement has been confirmed. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag demonstrates "good faith" in any failed attempts to obtain required data and "good effort faith" to obtain additional information including a request by e-mail to request information for the reportable event.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: during ventilation in iasv mode the c6 generated a yellow alarm: fio2 set to 100% because of low saturation. This alarm occurred although the saturation measurement on the c6 was stable and sufficient. Al so the saturation measurement on the used monitor system was stable and sufficient.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: during ventilation in iasv mode the c6 generated a yellow alarm: fio2 set to 100% because of low saturation. This alarm occurred although the saturation measurement on the c6 was stable and sufficient. Al so the saturation measurement on the used monitor system was stable and sufficient.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.